Event description:
Related manufacturing reference number: 2017865-2025-11102. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial lp exhibited loss of capture and failure to sense. Fluoroscopy showed the atrial lp helix stretched. The lp was removed and replaced. The new lp also exhibited loss of capture and low sensing. The lp was removed. The physician elected to implant a transvenous pacemaker system. The patient was stable.

Manufacturer narrative:
The reported events of stretched helix, failure to capture and sensing issues were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer and inner helix show no anomalies. Further analysis performed, including output verification and sensitivity test, which showed normal device characteristics without any anomalies contributing to reported event of capture problem or sensing issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.